Manufacturer narrative:
The t:slim x2 user guide states: never fill your tubing while your infusion set is connected to your body. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected while fill tubing was performed. The customer blood glucose (bg) level was not impacted. During follow-up, the contact reported that the customer ate carbohydrates in order to prevent their bg level from decreasing.